Event description:
The customer reported that the patient who had been implanted with a mets proximal femur is in need of revision due to aseptic loosening. Right side.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal femoral replacement was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: clinical review the implant in situ was for mets proximal femoral replacement and the date of insertion is unknown. The surgeon reported aseptic loosening of the stem. The CT scan image provided shows massive radiolucency along the stem mainly between the cement mantle and bone, indicating loosening of the stem. The bone has undergone remodelling and resorption, especially under the collar. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation . Device not returned.

Event description:
The customer reported that the patient who had been implanted with a mets proximal femur is in need of revision due to aseptic loosening. Right side.